Event description:
Initial reporter indicated that her husband was implanted with the vns in 2008, and is still on several medications which have caused him to be "cognitively not the same." She stated that her husband's seizures have been getting better, and they're making progress. However, she forgot and gave him medication on the same day that the settings were increased. She gave him the lowest dose (6 pills), and his seizures "went bad again." So she stopped the pills the next day. Reported almost a week later, his seizures had decreased, but he still had some. It is unknown if the reported "seizures went bad again" is over the pt's pre vns seizure rate. Good faith attempts are being made at the site for additional info surrounding the reported event to date attempts have been unsuccessful.